Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; a portion of the threaded tip broke off. The root cause is attributed to wear out. The date code (B)(4)indicates the instrument was manufactured in november of 2003 and is over 13 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The slaphammer broke at the tip where the threads thread into the extractor.